Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form and poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "several tubes have been yellow (after centrifugation/freezing/thawing) and the gel is separating and mixing between the blood cells and the serum."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected; all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review was conducted and only the current complaint was found relating to the incident lot number 2227716 and the ¿as reported¿ defect codes. Further clinical investigation is not required for this claim as the workflow is off-label. Sst ii advance tubes are designed to be stored at 4-25ºc (39-77ºf), unless otherwise noted on the package label. Storage of glass tubes containing blood at or below 0ºc may result in tube breakage. Bd vacutainer® sst¿ ii advance tubes may be used for routine blood donor screening and diagnostic testing of serum for infectious disease such as torch, syphilis ab, anti-hiv, anti-htlv, anti-hcv, anti-hbc, and hbsag. The performance characteristics of these tubes have not been established for infectious disease testing in general; therefore, users must validate the use of these tubes for their specific assay-instrument/reagent system combinations and specimen storage conditions. Bd vacutainer® sst¿ ii advance tubes are not recommended for immunohematology testing. This complaint is unable to be confirmed for poor serum and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form and poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: "several tubes have been yellow (after centrifugation/freezing/thawing) and the gel is separating and mixing between the blood cells and the serum."